Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening, and fold creases. A weight test of the explanted material was completed and found the device to be underweight. Microscopic analysis of the return device identified an extended(sharp) opening on radius side in the same location of crease assessed as fold(flaw) opening, and in the same opening but on the anterior side observed a smooth edge assessed as smooth opening, wear abrasion and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is a sharp crease(opening) assessed as fold(flaw) opening, and a smooth opening(same opening as the first observation).

Event description:
Device was explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device remains implanted.